Event description:
(B)(4). Had my procedure and coils placed in 2007. I have struggled with my health since. Recurrent upper respiratory infection, iron/ferritin issue - low - unable to correct with oral iron. Require IV iron as needed. Irregular periods with heavy bleeding, clots, and pain. Metallic taste in my mouth for the past year. Joint pain, chronic fatigue. I'm either sick with infection or struggling with joint pain. Short of breath. Teeth have been breaking, requiring extractions.